Event description:
It was reported that when the device was used during a unknown procedure, the staples from the device were malformed, causing the staple line to bleed. Another device was used to complete the case. There was no consequence to pt.